Event description:
See also manufacturer report number 3004209178-2010-08416. It was reported that the patient experienced a fall. The patient stated that it felt "like rubber" from both knees, down. The fall caused the patient to injure both knees and the head. The patient was hospitalized for three days following the fall. The patient was still "woozy." No further details or patient outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).